Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. As a result, a revision procedure was scheduled. During the procedure, the terminal pin of the right ventricular (rv) lead could not be removed from the header. As troubleshooting was unsuccessful, the rv lead was surgically abandoned. No additional adverse patient effects were reported.